Event description:
The filter was being placed via the femoral approach into an obese pt. The first stage went well and when the doctor attempted to deploy the push button, it would not release. After removal of the plastic handle and much manipulation and force, the pusher wire deployed from the filter.